Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed upstream occlusion test¿ was not reproduced. The device was tested for flow lines for an upstream occlusion test and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed upstream occlusion during testing. There was no patient involvement. No additional information is available.